Event description:
It is reported through the pt's attorney that due to pain, the device was required to be revised. The tibial component was split in two with an osteotome at the time it was explanted.